Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed and the lcd screen was not visible. The device's internal battery and lcd screen were replaced to address the issues.